Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continutation of concomitant: dtba1d1 crt-d implanted: (B)(6) 2015 , 6937a-65 lead implanted: (B)(6) 2015.

Event description:
It was reported that a right ventricular (rv) lead integrity alert triggered due high rate non-sustained episodes and sensing integrity counter (sic). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.